Manufacturer narrative:
It was reported that the ventilator at the point where it attaches to the base was loose. This is allowing the ventilator to "rock" from side to side when touched or moved. The mechanism that will tighten the ventilator to the base is screwed to the point of being tight. The field service technician followed up with this complaint. The ventilator was taken out of service due to this issue. No further information has been received despite several reminders. The conclusion is that the ventilator was found loose at the point where it attaches to the base. As no further information has been received, the cause can not be determined. However, a MRI incident reported five months earlier might be related.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator at the point where it attaches to the base was loose. There was no patient harm. Manufacturer ref.#: (B)(4).